Event description:
It was reported that the patient received a vibratory alert due to low pacing impedance. The patient is pacemaker dependent and was admitted into the hospital. Externalized conductors were observed via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.